Manufacturer narrative:
(B)(4). A partial lead with the lead tip measuring 53.0cm was returned for analysis. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.

Event description:
It was reported that patient presented to the clinic showing high threshold measurements on the rv lead. Lead was extracted and replaced. Patient was stable post-procedure.